Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device display was blank (white screen) and therefore, the customer was unable to monitor glucose. As a result, the customer became hypoglycemic with sweating and dizziness. The customer required third-party treatment of sugar-water and cookies. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the returned reader and observed cracked screen. Reader did not turn on with button, strip, or usb cable insertion. Reader was connected to pc but was not able to recognize the reader. Bnp-1 issue cloned as reader did not turn on. After the bnp-1 investigation, the reader turned on and black spots/markings was observed on the screen where the cracks were. Reader log was downloaded and readings were observed in the reader. The issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device display was blank (white screen) and therefore, the customer was unable to monitor glucose. As a result, the customer became hypoglycemic with sweating and dizziness. The customer required third-party treatment of sugar-water and cookies. There was no report of death or permanent injury associated with this event.